Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not turn off when the switch was released. The tip began to heat up and turned bright red. It was removed from the leg and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Slight blood was observed on the silicon insulation. The silicon insulation on the hot jaw was observed to be peeled off the tip of the hot jaw, exposing the metal point of the hot jaw. The detached silicon insulation was not returned to the factory. The silicon insulation was also observed to be ash colored and burnt near the proximal point closest to the heater wire on the hot jaw. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with the cord that was returned and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed. The analyzed failures "thermal decomposition of device," "material twisted/bent" and "peeled" were all confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not turn off when the switch was released. The tip began to heat up and turned bright red. It was removed from the leg and a replacement device was used to complete the procedure. The hospital did not report any patient effects.